Event description:
Starting IV on patient and when angiocath was in vein, I pressed the button to withdraw the metal needle. The needle clicked and did not withdraw from the angiocath. Co-workers reported that this has happened before.